Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/23/2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The reported allegation was not found via data, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.